Event description:
A report was received that the patient had been explanted. The patient reported that her charger got hot from the beginning, and her ipg migrated from the pocket site and the leads "misfired".

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation.